Event description:
It was reported that the procedure was to treat a de novo lesion in the mid marginal artery with moderate tortuosity and moderate calcification. During preparation of the 2.5 x 12 mm delivery catheter, resistance was met during removal of the yellow protective sheath and it could only be removed by pulling hard. The device was used and was able to be advanced to the lesion without issue. The delivery catheter was pressurized to 4 atmospheres (atm) without issue, but when pressurized to 6 atm, it was noted that the implant was not expanding so the device was removed. Once outside the patient, the proximal end of the implant was noted to be slightly expanded. A new device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deployment issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.